Event description:
A patient reported on (B)(6) 2016 stating that when they first had the spinal cord stimulator (scs) implanted, the doctor implanted it upside down. Then the patient had to go through a revision surgery to right it. There were no related patient symptoms reported, and the indication for use was lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.